Event description:
Allegedly, patient was revised due to instability; malalignment; stiffness component not revised: patella revision njr number: (B)(4); side: l; primary asa: p2 - mild disease not incapacitating.